Manufacturer narrative:
The thermogard xp ivtm console (sn: (B)(4)) was evaluated at the customer site for preventive maintenance (pm). The thermogard console failed functional testing due to a mid:01 (post watchdog) error message during the power on self-test (post) and burn-in tests. The root cause of the mid:01 error message was a defective I/o printed circuit board (pcb) due to a defective component. The I/o pcb will be replaced to remedy the fault. Visual inspection of the thermogard console was performed, and no issues were observed. Unrelated to the observed issue, review of the event logs showed an occurrence of a tcmid:06 (ce post failure) error message, which was cleared. The error message was not duplicated during the functional testing. Upon service completion, the defective parts will be replaced, and the thermogard system will be subjected to further functional testing to ensure that the device will pass all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
During preventive maintenance (pm), the thermogard console (sn: (B)(4)) displayed mid:01 (post watchdog) error message.